Event description:
It was reported that the patient received three inappropriate shocks due to high right ventricular (rv) lead impedance. The patient felt anxious most of the time because of the inappropriate shocks and decided to not have the lead replaced. The patient understood the risk and the physician removed the rv lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the setscrew marks on the connector pin were too proximal and visual summary analysis of the lead indicated apparent explant damage. (B)(4).